Event description:
The pt is a 55-yr-old man with severe ischemic heart disease who had presented on 2/16/94, after having suffered his fourth myocardial infarction. When he presented he was in critical condition and was in incessant ventricular tachycardia which was controlled by procainamide. Cardiac catherization showed severe triple vessel disease (lad, rca, and circumflex) with diffuse lesions along the length of 3 coronary vessels. His ventriculogram had shown an ejection fraction of 23% with a large diffuse aneurysmal dilation of his left ventricle extending from the basal area all the way to the anteroapical and inferior apical wall. During his hospialization he recovered from his myocardial infarction, however, he was deemed inoperable by the surgeons because of the extent of his coronary artery disease and the condition of his myocardium. He was loaded with amiodarone 1600 mg a day for 10 days and underwent electrophysiologic testing on the 10th day was noted to have easily inducible ventricular tachycardia of a cycle length of 350 ms (170 bpm that had a right bundle superior axis morphology). This tachycardia was pace terminated, systolic blood pressure during this tachycardia was 70 mm hg. It was therefore decided that the pt was at very high risk of experiencing sudden cardiac death while awaiting for cardiac transplantation for which he was evaluated. He therefore underwent placement of a transvenous defibrillator lead system. He recovered very nicely from his implant and was ambulating the following day. Apparently, pt had expired 3/21/94, while he was doing cardiac rehabilitation. As related by individuals in the cardiac rehabilitation area who witnessed the cardiac arrest, pt originally went into ventricular tachycardia and had a successful internal defibrillation and was conversing after his first internal shock. According to the final interrogation, the device had delivered 47 shocks. Unfortunately, it is difficult to ascertain how many of these shocks were appropriate and/or successful because the device had been left active and a lot of the reported therapies were because of noise detected after explant.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.